Event description:
Stress test completed. Clock is off by 10 minutes on treadmill. This is a reoccurring problem. Clock has been corrected several times.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: ge medical systems treadmill t2100

Event description:
Stress test completed. Clock is off by 10 minutes on treadmill. This is a reoccurring problem. Clock has been corrected several times.